Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ syringe's plunger was difficult to move. The following was received by the initial reporter: I have a patient with the following complaint and was wondering if this someone you have heard before or if he is perhaps doing something that can cause the issue.from patient:I have used insulin for many years and these needles get worse all the time. When using glargine, I try to inject it into my stomach and I cannot push down on the plunger after inserting into my stomach. It works fine when I point it up to get the air bubbles out (prior to injection) so I end up having to waste the insulin and the syringe. This is happening more often now, about 2 needles per pack. I contacted the company but the person did not give me real response.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ syringe's plunger was difficult to move. The following was received by the initial reporter: I have a patient with the following complaint and was wondering if this someone you have heard before or if he is perhaps doing something that can cause the issue. From patient: I have used insulin for many years and these needles get worse all the time. When using glargine, I try to inject it into my stomach and I cannot push down on the plunger after inserting into my stomach. It works fine when I point it up to get the air bubbles out (prior to injection) so I end up having to waste the insulin and the syringe. This is happening more often now, about 2 needles per pack. I contacted the company but the person did not give me real response.